Event description:
The customer reported an ongoing fluid leak from a unicel dxh 800 coulter cellular analysis system. The leak was not contained. The customer also reported that there were incomplete and over-range diff results (.../++++) on patient sample(s) run on the instrument. The customer did not provide patient data for review. The customer performed manual differential on all samples that were affected while the leak was ongoing. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 01/15/2015. The fse observed an abnormal diff pattern on one sample while onsite. The fse found disconnected tubing at port 2 on the distribution valve (dv). The fse did not find any other instrument failure and deduced that the differential issues were resulting from the disconnected tubing that caused the leak. The fse replaced the tube onto the dv port 2, resolving the leak. The repairs were verified per established procedures. (B)(4).